Event description:
Event description boston scientific received information that this right ventricular lead fractured while the patient was lifting weights. The device was programmed to aai mode as this patient does not require ventricular therapy. There were no adverse patient effects. The physician elected not to revise the lead and it remains implanted.

Manufacturer narrative:
The leads remains implanted but not in service. No additional information is available at this time. If additional information becomes available, the event will be reopened. Additional information was received stating the lead was exhibiting loss of capture and elevated threshold measurements. The lead was surgically abandoned during the elective procedure to replace the patient's device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead fractured while the patient was lifting weights. The device was programmed to aai mode as this patient does not require ventricular therapy. There were no adverse patient effects. The physician elected not to revise the lead and it remains implanted.